Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be printer error. The potential root cause for this failure mode could be due to illegible print & missing print. Per the fmea, this failure mode falls in a quad q1 low risk region. Based on information in the pfmea, the risk of this failure is low. Current controls in place are adequate to mitigate this failure mode. A review of the device labeling have been conducted for investigation purpose. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had severe latex allergy from inserted foley catheter and stated the hydrogel coating was not effective to prevent exposure to latex tubing. Customer would like larger printing to inform staff that the product contains latex. Patient was 31 years old female with spina bifida outlie from regional resource center with documented latex allergy. The indwelling catheter was changed which contained latex. 24 hours later, patient had anaphylaxis episode requiring adrenaline, hydrocortisone with adrenaline nebs. Patient was required transfer to regional resource center for management. Per investigation panel outcome for storage of latex and silicone catheters, the investigation panel heard that the storage of latex and silicone foley catheter was not appropriate at the site. Both types of foley catheter were stored in the same container which required staff to check the packaging to ensure they had the correct type. It was also noted that the labelling on the catheter to indicate it was latex which was small and easily missed. Therefore, it was not immediately identifiable as containing latex. In this incident because the staff member was in a hurry the first available indwelling catheter was taken from the stores. It was not identified as a latex catheter and the patient was not checked for latex allergies. Therefore, no concerns were raised prior to insertion. A recommendation for separation of silicone and latex catheter and clearer labelling was put forward. It was also recommended that there was feedback to the manufacturer of the catheters regarding the labelling for latex catheters and whether this could be improved to highlight when a catheter contains latex.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had severe latex allergy from inserted foley catheter and stated the hydrogel coating was not effective to prevent exposure to latex tubing. Customer would like larger printing to inform staff that the product contains latex. Patient was (B)(6) years old female with spina bifida outlie from regional resource centre with documented latex allergy. The indwelling catheter was changed which contained latex. 24 hours later, patient had anaphylaxis episode requiring adrenaline, hydrocortisone with adrenaline nebs. Patient was required transfer to regional resource center for management. Per investigation panel outcome for storage of latex and silicone catheters, the investigation panel heard that the storage of latex and silicone foley catheter was not appropriate at the site. Both types of foley catheter were stored in the same container which required staff to check the packaging to ensure they had the correct type. It was also noted that the labelling on the catheter to indicate it was latex which was small and easily missed. Therefore, it was not immediately identifiable as containing latex. In this incident because the staff member was in a hurry the first available indwelling catheter was taken from the stores. It was not identified as a latex catheter and the patient was not checked for latex allergies. Therefore, no concerns were raised prior to insertion. A recommendation for separation of silicone and latex catheter and clearer labelling was put forward. It was also recommended that there was feedback to the manufacturer of the catheters regarding the labelling for latex catheters and whether this could be improved to highlight when a catheter contains latex.